Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for the femoral trochanteric fracture with the tfna blade. Originally, the surgeon used tfna augmentation, but the staff opened the normal tfna blade (not augmentation) and he used it. Surgeon noticed this event when he tried to inject the cement to the bone head. The surgery was completed successfully with the normal tfna technique with about fifteen (15) minutes delay. The additional treatment was not performed, and the revision surgery was not scheduled. Patient outcome is reported as stable. No further information is available. Concomitant devices reported: biomaterial - cement (part#: unknown, lot#: unknown, quantity#: 1), nail: tfna (part#: unknown, lot#::unknown, quantity# 1). This report is for one (1) tfna helical blade 90mm sterile. This is report 1 of 1 for (B)(4).